Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with corneal haze, increased light scatter, corneal edema, and fluctuating vision in the left eye post corneal inlay procedure. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The clinical review revealed that the treatment report does not show any abnormalities related to the application. Device settings were as per recommendation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. (B)(4).